Event description:
It was reported that the patient underwent a surgical intervention as this inflatable penile prosthesis (ipp) pump did not work. Despite troubleshooting, the issues persisted. During the procedure, it was noted that the tubing that goes to the reservoir was twisted multiples times, and this tubing had a hole with fluid loss, which was identified visually. The entire device was removed and replaced with a new one. No additional patient complications were reported and the patient was set to recover.